Event description:
It was reported that patient experienced symptoms include drainage or incision wound opening, redness and swelling at the device pocket. Patient had persistent swelling, and poor wound healing. Differential diagnosis found the symptoms as allergic reaction versus infection. Event occurred during device follow-up. Surgical intervention was required and device was explanted. There were no residual adverse effects. Patient was alive with no injury or adverse event.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-41, lot# n332922, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).